Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with an ez steer nav catheter and the patient experienced heart block that required pacing. Physician ablated within the slow pathway for 41 seconds. Slow junctional response was noted, no change in ah, or pr prolongation seen. 40 seconds after ablation the patient went into heart block with junctional response, pacing began to continue heart rhythm. 2:1 response was seen after wait period with return to normal 1:1 conduction after 15 minutes. Physician suspects the cause of the event is patient had underlying atrioventricular conduction disease. No critical outcomes, returned to normal rhythm by the end of the case, patient fully recovered. Patient did not require extended hospitalization.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).